Event description:
It was reported by service report that foot left siderail was stuck all the way down, and would not move out from the fully retracted position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent glide rod hindered foot left siderail motions.